Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the distortion of the patient¿s superior vena cava and the large blood vessel angle resulted in the right ventricular (rv) lead being incapable of passing through the blood vessel to reach the right atrium. After repeated attempts, the rv lead may have pulled the tissue resulting in the retracted helix being stretched. The rv lead was attempted not used and replaced. No patient complications have been reported as a result of this event.